Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot t8005, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was used to complete the procedure? (Procedure name trauma) a new foil of vp2534. What tissue was being approximated or sutured when it broke? During closure of muscle layer. What is the current condition of the patient? Normal.

Event description:
It was reported that a patient underwent an unknown trauma procedure on (B)(6) 2020 and suture was used. During the procedure, the suture was breaking. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/30/2020. H3 evaluation: complaint sample: one opened complaint sample foil along with suture, needle was received. Suture was received in partially disintegrated condition. Since the complaint sample was received in open condition further investigation on complaint sample could not be performed except visual inspection. The foil pack was inspected under magnification for any damage and showed a multitude of wrinkles over the whole foil along with several pinholes at top label side as well as bottom cavity side of the pack. Returned needle was inspected under magnification and found satisfactory. Manufacturing records review: as a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch record review, it is evident that there was no issue related to the suture quality and processing of this incident lot. Retained sample evaluation: retain samples of incident were retrieved for analysis. The primary packs of retain samples were visually inspected for attributable defect, but no defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attributable defects, but no defects were observed. The needles were inspected for any attributable defects, but no defects were observed. The retain samples were tested for knot pull tensile strength test and found to meet the specification. As the complaint is related to suture breakage, knot pull tensile strength test is applicable and measurable parameter. Knot pull tensile strength test was performed over retained samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample and value at the time of finished good release was found to meet requirements. All the individual as well as average knot pull tensile strength values of retain sample were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The detected suture breakage issue may have been observed due to ingress of humidity through the observed pinholes¿. The observed pin holes might have generated during improper storage and handling of the product.